Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that they have not been feeling very well the last couple of days and they were wondering if the implantable ne urostimulator (ins) battery voltage had anything to do with how they have been feeling. The patient stated that they have been "getting an overflow of electric or something" and every once in a while they feel like they get a shock or jolt. The patient wanted to know the battery voltage of their ins. Agent conferenced in a technical services agent to review ins battery voltage information. The technical services agent also reviewed the difference between ins battery voltage, ins charge level, and stimulation voltage. The patient confirmed therapy was on and the ins was 100% charged. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported the cause of the shocking wasn¿t determined. To resolve the issue the device was turned off and back on.